Manufacturer narrative:
Corrected fields: d10-concommitant products, e1: event site telephone. Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion) and h11. It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) displayed a gas loss alarm. There was patient involvement reported and no injury or harm reported. The customer stated that, in response to the alarm, they placed the pump in pressure trigger and semi-auto mode. Esp personnel reviewed the gas loss alarm and the appropriate troubleshooting steps, and advised that pressure trigger and semi-auto mode are not recommended for this situation. The customer agreed and indicated they also felt the pump should be returned to ECG trigger and auto mode. While on the call, the customer made the configuration changes. They then sent text images confirming that therapy was functioning as expected after the adjustments. Based on the discussion between esp personnel and the customer, the issue was resolved by returning the pump to ECG trigger and auto mode. Once these settings were restored, therapy functioned as expected. Therefore, a root cause analysis cannot be performed.

Manufacturer narrative:
Additional contact details (B)(6). Updated fields - b4, g3, g6, h2, h11 corrected fields - h6(type of investigation) the customer stated that, in response to the alarm, they placed the pump in pressure trigger and semi-auto mode. Esp personnel reviewed the gas loss alarm and the appropriate troubleshooting steps, and advised that pressure trigger and semi-auto mode are not recommended for this situation. The customer agreed and indicated they also felt the pump should be returned to ECG trigger and auto mode. While on the call, the customer made the configuration changes. They then sent text images confirming that therapy was functioning as expected after the adjustments.

Event description:
N/a.

Event description:
This complaint hs been received via emergency support program (esp). Nurse called stating the night shift rn caring for the patient on cs300 had a gas loss alarm and had put the pump in pressure trigger and semi-auto mode because of it. No harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6(medical device ¿ problem code).